Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported cds leak was not confirmed. The device was able to be flushed and no bubbles or leaks were noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This report is filed for the air in the second clip delivery system (cds). It was reported that the first mitraclip was deployed without issue. When the leaflets were being grasped with the second cds, air bubbles were noted in the cds handle. The gripper and lock lever caps were opened to release the air from those lines and the device drips were increased, but there was one air bubble that remained in the handle. The air remained in the handle and did not move. No air embolus was noted in the patient who remained stable throughout the procedure. The second mitraclip was deployed without issue. Mitral regurgitation grade was reduced from grade 4 to grade 3 with three mitraclips. This was a challenging case and valve. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.